Event description:
It was reported that the patient passed away on (B)(6) 2024 due to a traumatic fall and intracranial hemorrhage. Patient was walking into their appointment where they lost footing and fell forward, hitting face/head and resulting in traumatic brain bleeding. It was not device or therapy related and was due to the patient fall. An autopsy was not performed and would not be provided. The pump was explanted and would not be returned. There were no issues with the operation of the device at any time. There were no changes to patient condition of anticoagulation status that may have contributed to the accident. There were no recent changes to pump settings.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists adverse events, including bleeding, that may be associated with the use of heartmate ii lvas. The IFU also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.